Manufacturer narrative:
Received one (1) used ch2000s spinning spiros and one (1) used ch2000s spinning spiros connected to a bd infusion set. No defects or anomalies noted. Each spiros was leak tested per product specifications with the bd infusion set. There was no leakage. The reported complaint of leakage was unable to be replicated or confirmed. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event occurred on an unspecified date and involved a spinning spiros®, closed male luer. The customer reported that the spiros leaked ipilimumab. Mating device was dehp free tubing to clave to chest port. The issue was noticed when the patient called to report that bed was wet, and fluid was leaking from IV site. Patient was still attached to medication with spiros and c-clip. The issue was resolved by cleaning off patient and notified the medical doctor. The patient received additional dose of drug; customer was unsure how much drug the patient received before leak was noticed. The customer stated that she is not sure if the issue is user error or device malfunction. There was patient involvement, delay in therapy, but no patient harm or adverse event was reported as a consequence of this event.